Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 while attempting to deliver a bolus. The customer was able to successfully load a new cartridge. In addition, it was reported that the customer filled the cartridge with over 300 units of insulin, and received an accurate fill estimate of over 60 units of insulin. Customer had elevated blood glucose (bg) levels (500 mg/dl). Customer delivered a bolus to address elevated bg levels.